Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2014. The physician "used a metal dilator (not a hologic device) and then inserted the myosure scope." The fluid deficit increased quickly to "approximately 432ml within a few seconds." The physician removed the scope and performed a laparoscopy which revealed a uterine perforation. The physician sutured the perforation and completed the procedure.

Manufacturer narrative:
The myosure hysteroscope is not being returned, therefore, a failure analysis of the myosure hysteroscope can not be completed. Device history record (DHR) review was not able to be conducted for the myosure hysteroscope as product identification numbers were not provided by the complainant. (B)(4).